Event description:
The complained device was returned to the manufacturer for evaluation. The investigation has been completed.

Manufacturer narrative:
Visual inspection: during the investigation, deposits/ tissue residues on the device were determined permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The result shows that the progav 2.0 operates within the accepted tolerances in the horizontal position. However, the m.blue does not operate within the specified tolerances in the horizontal position. A slower outflow of m.blue could be determined. Adjustment test: the valves were tested and both valves are not adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valves. Internal inspection: after dismantling of the valves, organic deposits were found in both valves. Results: according to the investigation results, a reduced outflow of the m.blue in the horizontal position and a non-adjustability of both valves were detected. The visible deposits have led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.